Manufacturer narrative:
H6: investigation summary: since no samples (including photos) were returned for the reported issue of ¿barrel cracked, barrel bowed (deformed) ¿ with lot number 1068589 regarding item # 324912 the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1068589. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that 2 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced device damage while still considered operable. The following information was provided by the initial reporter: it was reported barrel cracked, barrel bowed (deformed).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced device damage while still considered operable. The following information was provided by the initial reporter: it was reported barrel cracked, barrel bowed (deformed).